Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number; reporting site: 1049092; manufacturing site: 3005471919.

Event description:
Consumer states she "was sent ultra14 as her bard magic 3 go went out of stock earlier in the year. About 3 months after she started using then she got utis and thinks this catheter was the cause. She said they are too short for her anatomy didn¿t feel the same feeling when she would empty her bladder with the other bard magic 3 catheters as well as she didn¿t prefer the thicker gel. She didn¿t think they ever emptied her fully as they were shorter than what she was used to using and since they were too short left residual urine inside and that may be why she got the utis but she is not sure. She said she would get utis often prior to initiating cathing due to residual urine. She has been cathing for about 3-4 yrs for retention/ bladder not functioning. Since she started cathing she has been uti free with her bard magic 3 go catheters up until this year when she was switched to the ultra14. She said her usual uti symptoms were urgency, frequency, cloudy urine and lower back pain along with malodorous urine sometimes. She said the frequency was bad she could barely sleep. She said she had utis occur 3 separate times with resolution of symptoms in between. Once in may 2023, then july 2023 and most recently in sept/october 2023. She said this last time they gave her antibiotic treatment course for 2 weeks. She is feeling better now. Each time she needed to get her urine tested and get prescribed antibiotics. This emdr covers the unknown number of catheters associated with the utis.